Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit due to an elevated blood glucose (bg) level and high ketone levels. Specific bg value was not provided. Customer was treated with intravenous saline and insulin. At the time of the report, the customer was still hospitalized. Reportedly, the pump battery fully depleted and the pump subsequently shut off due to the customer not charging the pump, however, the customer alleged the cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.

Manufacturer narrative:
Device not returned.